Manufacturer narrative:
Product complaint # pc-(B)(4). Unopened samples were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected, the sutures were dispensed without problems and examined along of the strand and no defects, damages or suture breakage were found. The sample was tested by knot tensile strength and met the finished good requirements. Per the condition of the representative samples, no performance breakage suture, damaged product or surface related defect ¿ suture was found on the sample and met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: did the suture break in the middle? - yes it started in the middle and went towards the needle did the suture fray? Yes and it broke up in the different layers if suture broke, when did the suture break? During use on patient while in the package - yes when they put it out of the blister they saw little fringes but they put it away with the compress. During the procedure it came back and they have they fringes in the gloves.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the suture spliced. The suture broke during use on patient. The breakage started in the middle and went towards the needle . The procedure was finished with a new product. No delay or harm to patient.